Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed small, itchy blisters underneath the therapy electrodes. Patient is allergic to nickel. The patient's physician determined that the patient is allergic to the adhesive tape that was used for her surgical wounds and the tape was replaced with paper tape. The doctor prescribed a steroid pack, advised the patient to remove the device for 20-25 minutes a day, and to use benadryl cream on the affected area. During a follow-up, it was reported that the patient's irritation improved.